Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred. Customer's blood glucose was 180-200 mg/dl. Customer continued to use current pump after a pump reset was performed. Customer was also advised by tandem technical support to consult with health care provider regarding backup therapy.